Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 24g x 0.75 leaked. It was reported by the customer that noted to not have filter on the end and caused bleeding from the end of the tubing as no typical need to hold pressure or clamp tubing. Incident or problem information. Reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2025. Level of harm: no apparent harm - reached the patient/person - inconvenient. Incident details: nexiva diffusics was noted to not have filter on the end and caused bleeding from the end of the tubing as no typical need to hold pressure or clamp tubing. Noted right away, resolved, no extreme blood loss, IV otherwise functioning well. No filter noted in the packaging. Procedure: IV insertion. Device information device name/description: catheter IV passive safety non-winged closed system yellow 24gax19mm nexiva diffusics. Manufacturer code/model: 383590. Serial or lot number: (B)(6). Device expiry date (yyyy-mm-dd): 2025-03-12. Supplier catalogue number: 333-383590. Was the device retained? No.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383590 and lot number 4345882. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information: total number of occurrences? 1 for this report